Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. 8010047-2020-04883-1 flex deflectable videoscope. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the failure to display endoscopic images was accidental failure of a component(s) of the patient board set. The legal manufacturer attributes the likely cause of the worn scope connector to repeated use for a long period of time and/or to user handling. As stated in the instructions for use, to prevent scope connector damage associated with user handling: ·push the video connector of the videoscope cable exera ii into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards. ·push the video connector into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards. ·push the video connector of the camera head or the oes video converter into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards. When a visera endoscope, oes video converter, or camera head is used, disconnect the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down. When an evis series endoscope is used, disconnect the scope side connector of the videoscope cable and place it on the scope cable holder. If disconnecting the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down, place it on the side of the scope cable holder.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to a faulty printed circuit board. In addition, a worn out video connector latch was found, causing a poor connection to the scope end.

Event description:
Olympus received a report from the user facility that no image was produced when using the olympus cv-190 with olympus 180 series scopes. As reported to olympus, the event occurred prior to the start of a procedure. The intended procedure was completed with no delay, using a different device of unknown model and serial number. There was no patient injury or harm, associated with the problem, reported to olympus.